Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2018: upon follow up with the customer, the customer declined troubleshooting assistance from tandem technical support regarding the low bg. Device not returned.

Event description:
The customer's reported a low blood glucose (bg) however could not specify the bg value. The cause of the low bg was reportedly unknown, and no further information was provided regarding the bg level. The customer addressed for the low bg by eating food.